Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 504-505 mg/dl; cause was suspected to be an insulin delivery issue. Reportedly, the customer administered a manual injection to address bg level. A pump system check was performed and confirmed pump delivers insulin and functions as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.